Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device had only one year remaining of battery. Boston scientific technical services reviewed the information from a couple of weeks ago which showed one and a half years remaining. Ts also noted the right ventricular (rv) and left ventricular (lv) outputs were higher than expected. Additional information indicated that the device was consuming elevated power for an unknown reason which appears to have started during a change in programming. The engineers were assuming that this was a hardware issue rather than a battery issue and stated that the remaining longevity should be accurate as long as the power does not change. At this point, the patient was being followed on system so any declaration of explant would notify the clinic via a yellow alert. Moreover, once the device is replaced an analysis letter should be written and delivered to the primary representative for the account. To date, this crt-p device remains in service. No adverse patient effects were reported.